Manufacturer narrative:
Based on initial info (B)(4) 2014, the complaint was not considered MDR reportable. Upon receipt of add'l info (B)(4) 2014 the MDR decision was revised. Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure.

Event description:
Implant fell off after 3 months of device use. There was no trauma. Patient had revision surgery for implant and abutment loss.